Event description:
9/4/96 1555 the surgeon stated he placed a clip on the cystic duct and then shot a cholangiogram. He again placed a clip on the cystic duct and stated it looked as though it has scissored. He removed it and fired another with the same result. He re-examined the first clip and thought it looked "funny" so he then removed it. The surgeon asked for another er320 to be opened and it worked fine to complete the case.

Manufacturer narrative:
Ees# 964520. Note: facility was contacted and all unk info on the initial report is still unk with the exception of the added info on this supplemental report. Results of evaluation: conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips within design spec when tested. It was concluded that the instrument was conforming to design specs. The experience the surgeon reported could not be repeated. Comments: each instrument is evaluated during the assembly process to ensure the clips feed and form properly.